Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.65 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg site. A review of the most recent programming indicates on (B)(6) 2010 at 1309, the device was programmed for tpn taper up and taper down, with 1950 ml vtbi (volume to be infused), a 1 hour taper up, a 1 hour taper down, a duration of 12 hours, a 2050 ml container size. The pump was powered off. At 1916, the pump was powered on, a new container was selected and a priming volume of 6.8 ml is indicated. Between 1921 and 2130, 2 check cassette alarms occurred, the device was powered on and powered off, and a priming volume of 1.5 ml was indicated. At 2134, the delivery was started and taper up began. A date stamp of (B)(6) 2010 occurred. At 0758, a proximal occlusion alarm occurred. At 0835, the taper down began. Between 0935 and 0936, an end of infusion alarm occurred, the delivery was stopped and the device was powered off. A review of the pump history indicates that the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition). No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for end of infusion. At that time, the nurse noted, "only 35% was delivered." The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if therapy was resumed using a replacement device.